Manufacturer narrative:
The patient's age is unknown; however, the patient was over 18 years of age. Reported event of wire break inside the handle. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during a procedure for removal of a common bile duct stone performed on (B)(6) 2013. According to the complainant, the device had no anomalies prior to the procedure. During the procedure, after capturing a 10mm calcified bile duct stone, when the handle was closed in an attempt to perform lithotripsy, the wire of the handle detached. The handle was operated by hand; the alliance ii was not used. Because of the detached wire in the handle, the device could no longer be operated, and the basket could not be opened to release the stone. The procedure was completed using this device by removing the device along with captured stone inside. After removal of the stone, endoscopic nasobiliary drainage (enbd) was performed and the procedure was completed. Reportedly, the physician thinks this event occurred because the stone was harder than usual. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during a procedure for removal of a common bile duct stone performed on (B)(6) 2013. According to the complainant, the device had no anomalies prior to the procedure. During the procedure, after capturing a 10 mm calcified bile duct stone, when the handle was closed in an attempt to perform lithotripsy, the wire of the handle detached. The handle was operated by hand; the alliance ii was not used. Because of the detached wire in the handle, the device could no longer be operated, and the basket could not be opened to release the stone. The procedure was completed using this device by removing the device along with captured stone inside. After removal of the stone, endoscopic nasobiliary drainage (enbd) was performed and the procedure was completed. Reportedly, the physician thinks this event occurred because the stone was harder than usual. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Visual evaluation of the returned device found that the handle cannula was detached from the thumb ring. The basket was open and over-deployed due to the detachment of the handle cannula. The sheath was cut to allow the handle cannula to be inspected; glue residue was observed on the proximal end of the handle cannula. The bsc label on the handle thumb ring was cut away and the set screw was observed to be properly seated. Review and analysis of all available information indicated the most probable root cause for this event was "operational context", since procedural/anatomical factors encountered during the procedure may have limited the overall performance of the device. Patient anatomy causing the device to be under tortuous condition or customer use/manipulation/maneuvering could cause the device to bend/coil leading to increased force on the pull wire. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.